Event description:
A report was rec'd which indicated that pt rec'd collagen injection in different sites in 1998. Pt had no local symptoms; however, pt developed symptoms of polyarthritis and reynaud's syndrome in 1999. Pt was treated with high doses of cortisone systemically. No further f/u expected.